Event description:
The PICC was placed on (B)(6) 2021. On (B)(6) 2021, the pink hub snapped off and the line was replaced the same day. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen PICC for evaluation. Signs-of-use in the form of biological material was observed. The catheter body was intentionally severed directly below the 35cm mark. The separated portion was not returned for analysis. Visual examination revealed the distal luer was separated from the distal lumen. The luer contained remnants of extrusion within the hub. The catheter body length from the juncture hub to the point of separation measured 14" , which indicates that at least 8.75"-9.00" was separated and not returned for analysis. The distal extension line inner diameter measured .055" , which is within the specification limits of .055"-.059" per the extension line extrusion graphic. The distal extension line outer diameter .0963", which is within the specification limits of .093"-.097" per the extension line extrusion graphic. The proximal lumen was flushed using a water-filled lab inventory syringe. No leaks or blockages were detected. Performed per IFU statement, "ensure catheter patency prior to use, including prior to pressure injection". A manual tug test confirmed the proximal lumen was fully secured to the proximal luer. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer had separated from the extension line. Remnants of the extension line were still inside the hub. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, manufacturing caused or contributed to this event. A nonconformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The PICC was placed on (B)(6) 2021. On (B)(6) 2021, the pink hub snapped off and the line was replaced the same day. No patient harm reported.